Manufacturer narrative:
The insulin pump passed the rewind, displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she woke up this morning with a blood glucose of 459 mg/dl. The customer felt okay and did not experience symptoms of hyperglycemia. The customer treated the high blood glucose with pump therapy and her current blood glucose was 379 mg/dl. The pump was inspected and there were no apparent anomalies. The customer rewound the pump and ran a manual prime and insulin exited the tubing of the current set without incident. A high pressure test was performed and the pump alarmed with motor error. Another test occurred but the motor error happened again. Troubleshooting was then initiated for the motor error. The patient's blood glucose at the time of incident was 399 mg/dl. The drive support cap appeared normal. There was no magnetic exposure for the pump either. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.